Event description:
It was reported that a cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to inspect and clean the pump's pneumatic tap area, remove the o-ring, and ensure the cartridge clicked into place. The customer successfully loaded a new cartridge and resumed insulin delivery.